Event description:
Patient presented to the physician with swelling at the clavicle. Lab testing and a CT scan were performed, indicating the inflammation markers were high. Physician prescribed antibiotics. Patient presented back to the physician with wound dehiscence at the chest incision site, exposing the ipg. Physician brought the patient into the operating room, and upon surgical exploration, an infection at the ipg site was noted. Physician removed the entire inspire system and closed the incision.